Manufacturer narrative:
The initial reporter email was requested, but no further information could be obtained. If additional information becomes available, this report will be updated. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that upon device interrogation, it was found that this pacemaker had reverted to safety mode operation. Boston scientific technical services (ts) recommended device replacement, and later, it was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. The initial reporter email was requested, but no further information could be obtained. If additional information becomes available, this report will be updated. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that upon device interrogation, it was found that this pacemaker had reverted to safety mode operation. Boston scientific technical services (ts) recommended device replacement, and later, it was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that upon device interrogation, it was found that this pacemaker had reverted to safety mode operation. Boston scientific technical services (ts) recommended device replacement, and later, it was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.